Event description:
The customer reported the system will not produce x-rays and is displaying "housing is hot 84%" message, even though the tube was not hot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the temperature sensor. (B) (4).